Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ IV catheter needle didn't fully retract during use. The following information was provided by the initial reporter, translated from portuguese to english: "the needle do not fully retracted when safety mechanism be fired"

Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, material or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, material, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd insyte¿ autoguard¿ IV catheter needle didn't fully retract during use. The following information was provided by the initial reporter, translated from portuguese to english: "the needle do not fully retracted when safety mechanism be fired."